Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The following was reported in literature article ablation of atrioventricular nodal re-entrant tachycardia combining irrigated flexible-tip catheters and threedimensional electroanatomic mapping: long-term outcomes by michele malagù, et al: fourteen patients died during follow-up (9.3%). Causes of death were: neoplastic¿three, cardiovascular¿one, infective¿five, respiratory¿one and unknown¿four.